Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they had been experiencing problems with their heart rate the past several weeks. The patient felt that their heart rate was ¿getting too low¿ when they were laying down and they felt as though their implantable pulse generator (ipg) was not ¿assisting their heart¿. The patient also noted that their heart rate went too fast at times. The patient had their ipg check at the clinic and no issues where observed. However, the patient continued to experience issues after the device check was completed. Attempts to gain more information were unsuccessful. The ipg remains in use. No further patient complications have been reported as a result of this event.